Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the atrial lead exhibited a sensing anomaly. The lead was not used and a new lead was implanted. The patient was fine after the procedure.